Event description:
It was reported that during coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was severely tortuous and calcified located in the distal right coronary artery (rca). A plain old balloon angioplasty was performed. During the implantation of a non-bsc stent, a dissection occurred. The physician attempted to advance the 2.5x8mm taxus liberte stent to the lesion but the device got stuck with the implanted non-bsc stent. The edge of the 2.5x8mm taxus liberte device got lifted. A non-bsc stent was implanted for treatment and the procedure was successfully completed. Pt condition listed as "good".

Manufacturer narrative:
The device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).